Event description:
It was reported that the device had a malfunction that resulted in black screen and smoke coming from the ventilator. The ventilator was in use and attached to a patient at the time. When the malfunction occurred, the ventilator stopped functioning, and the paramedics removed it from the ambulance. Upon inspection, it was found that the control board and the flat front connector were burnt. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet. So far no relation to the device has been established. The provided pictures by the customer showed that there is possible fluid/moisture on the control board.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported that the ¿device is back in use. All tests passed.¿ the reporter further clarified that the device had been dropped on the floor while turned off, was not connected to a patient, and was not exposed to moisture. The observed damage is fully consistent with mechanical impact resulting from the drop. After replacement of the control board and the front panel, the device passed all functional, safety, and performance tests and has since been returned to normal clinical use. At no point was any patient involved, and there remains no report of harm, no potential for harm, and no delay in treatment. This case is considered as closed.